Manufacturer narrative:
Deroyal requested additional information regarding the patient and healthcare worker's interaction with the device and have not received an acknowledgment of our request from the facility reporting the device malfunction. Deroyal initially advised the vendor of the circumcision clamp of the reported complaints and asked for an investigation and written conclusive evaluation. The request included documented and validated corrective and preventive actions to be taken by the vendor to preclude further clamp problems. The vendor's investigation, once received, advised that the wrong materials, (B)(4), had been used in the manufacture of certain lots of circumcision clamps shipped to deroyal. The error could not be detected visually, however, it can be detected by metal analysis. The vendor of the circumcision clamp advised deroyal that his contract manufacturer will be changed due to the materials error; however, in an effort to help assure quality of our device offerings, deroyal industries, inc., has chosen to select a different vendor.

Event description:
It was reported that a physician had two circumcision clamps break on (B)(6) 2010.